Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02117. It was reported the pt experienced a burn at the ipg site during his first recharge following implant. He reported he was sitting in a recliner with his shirt off and had been charging for about 45 minutes when he began to feel hot and saw his skin was burned. The pt stated he has a titanium disc near the ipg site. The pt alleged could not recall if he had notified sjm rep of the issue at that time. The sjm rep advised the pt of the charging precautions. On (B)(6), 2012 (B)(6), neuromodulation div, sent field action letters to pts related to heating while charging and raising awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in a field correction and field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.